Event description:
It was reported, that the bronchovideoscope had horizontal lines in the image. The issue occurred during other events. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it was likely that the absence of the image at angulation in the downward direction occurred due to the leakage, which corroded the inside of electrical connector and led to abnormalities such as short circuits on the circuit board in the connector. This made it impossible for the device to communicate with the video system normally. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: 3.2, inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.